Manufacturer narrative:
(B)(4). Should additional relevant information become available a supplemental report will be submitted.

Event description:
It was reported a patient experienced and was hospitalized the same day for a heart attack coincident with peritoneal dialysis (pd) therapy on the homechoice (hc). Treatment was not reported. One month prior to the heart attack, the patient underwent a coronary artery bypass grafts (CABG) procedure, where two blocked vessels were replaced and stents were placed in two others. The pd nurse reported that the patient was not connected to the hc device at the time of the heart attack. The cause of the heart attack was unknown. The patient was discharged from the hospital after 33 days. At the time of this report, the patient was still recovering. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned to baxter healthcare for further investigation. A review of the service history revealed no previous service events that would cause or contribute to the reported problem. There was no non-conforming product identified related to the reported problem. As a result, the direct cause of the reported problem was undetermined. Should additional relevant information become available, a supplemental report will be submitted.